Event description:
The pt was revised due to dislocation. The head ball was a competitors product.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A warsaw and international complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The initial report states the depuy liner was used with a competitor product femoral head. This use is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.